Manufacturer narrative:
(B)(4). Catalog# igtcfs-65-jp-jug-tulip. Similar to device under 510(k): k090140. Summary of investigational findings: the jugular introducer was returned. No abnormalities noted when comparing grasping hook to testing device and no difficulties when grasping/releasing filter from same lot. Blood/contrast on grasping hook did not affect the function of the device. However, the exact reason for the filter release difficulties cannot be determined, but it has been observed that too much back tension may cause deployment difficulties/failure when release button is pushed. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: ivc filter placement by right jugular approach was performed. After the filter was advanced to the desired position, the physician attempted to detach it from the grasping hook. However, although the red hub of the filter introducer was loosened and metal knob was pushed as labeled, the filter would not be released. Despite his pushing the metal knob several times, the filter could not be detached. Therefore, he pushed and rotated the filter introducer so as to release the filter somehow, by which the filter was disconnected from the grasping hook at last and was placed in ivc. Patient outcome: no adverse effects to the patient.